Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided to confirm the event. The identifying lot number was not provided; therefore, a review of device history records could not be performed. The root cause cannot be determined. If additional information and/or the device return, a supplemental report will be filed accordingly.

Event description:
It was reported that the threads on the tip of a tap broke off. There was no report of patient involvement.

Manufacturer narrative:
Corrected information: d9. Yes, returned to manufacturer: 05/31/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 51, 18. Additional information: d4. Lot #: ng122746, primary UDI: (B)(4). H4. 04/04/2022. Visual inspection confirms components of the tip have sheared off. There is also dense patient bone stuck in the cannulation. Per the initial report, the device was found damaged after going through sterile processing. Therefore, it is likely that the tap was damaged due to the effort to remove the stuck bone. Review of device history records found no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: all instruments, except instruments marked as sterile, are provided non-sterile and must be cleaned and sterilized prior to surgery. See cleaning and sterilization sections in this IFU.